Manufacturer narrative:
Evaluation results: one cadd ms3 pump was returned for investigation. The customer's reported product problem was verified.  The pwa board was not functioning properly which was causing the pump to infuse too fast. The pwa board was replaced as a result.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd-ms 3 pump alarmed due to low volume while in use. The low volume value was 0.053 ml. The product issue did not cause or contribute to any patient clinical injury. A replacement pump was provided to the patient. The patient was receiving the medication as indicated below: dose or amount: 29 ng/kg/min; frequency: continuous; route: sub q. Dates of use: from 2018 to ongoing.